Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original box. The unit returned has distal end damage, as part of overall visual revision. The spring tip is damaged (coilwire unravelled and corewire broken). All the outer diameter measurements are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-jul-2016 it was reported that spring tip unravel occurred. The target lesion was located in the tibial artery. A 014/300/sst platinum plus¿ guidewire was advanced to the lesion. As the wire was retracted from the vessel, the wire separated and the spring coil unwound on the wire. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed core wire broken.